Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported difficulty establishing connection with the evoke closed loop stimulator (cls), resulting in an inability to charge the device. The physician¿s evaluation and x-rays confirmed the cls was implanted in a superficial position. A device reset was performed but the issue persisted. A revision procedure was performed, and the cls was replaced to resolve the reported event.